Event description:
The probe cover adhesive comes off when they try to pull off the adhesive cover on our apc1291 probe covers. The adhesive is remaining stuck on the probe. This is happening on the distal tip iniside the probe cover; at the conclusion of the case when they are removing the probe from the probe cover. No patient injury, infections or complications were reported.